Event description:
It was reported the patient is deceased and died two months post implant. Additional information received indicated the patient had pressure near the device site and shortness of breath approximately two weeks prior to death. Additional circumstances surrounding the death and the cause of death have been requested and will not be received.

Manufacturer narrative:
Product event summary # product ID# 5076-52 a proximal portion was received measuring 6 cm. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information with the funeral home and physician office were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant product: implantable pulse generator product ID: adsr01 implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.